Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 57.1 cm. The inner coil in the connector region was over-torqued. The helix mechanism and stiffness were tested and found to be within specifications. All damages observed were consistent with procedural damage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with shortness of breathe. Upon examination, the right ventricular lead was found exhibiting loss of capture. Echocardiogram was performed and found the lead had perforated the heart. On (B)(6) 2020, the lead was successfully explanted and replaced. The patient was reported to be in stable condition following the procedure.